Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The elective replacement indicator (eri) was reached, so a request was made to have data from this device analyzed in order to schedule the replacement procedure. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The elective replacement indicator (eri) was reached, so a request was made to have data from this device analyzed in order to schedule the replacement procedure. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. No adverse patient effects were reported. The device remains in service.